Event description:
The customer reported no sound was coming out of the vm6.

Manufacturer narrative:
The vm6 was returned to the philips repair center. The failed speaker was replaced. The vm6 was returned to the customer and is considered fully operational.